Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose level, actual value was not provided. Reportedly, the customer was being active (working) and had control iq software off during this event. Recommendation was made to consult with healthcare provider regarding diabetes management.